Event description:
The patient came in reporting pain and the cause is unknown. It was noted that the proximal body was retroverted and the cause is unknown. At about 2 months from primary all components were extracted including the non-medacta cup/liner. The case was then carried out with success with a new m-vizion stem and proximal body along with a medacta bipolar head construct. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 may 2025: lot 2115471: (B)(4) items manufactured and released on 21-03-2022. Expiration date: 2027-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved and revised: batch review performed on 12 may 2025. Stem: m-vizion 01.22.429 proximal body ø24mm l 60mm lat with holes (k201471) lot 2115471: (B)(4) items manufactured and released on 05-03-2024. Expiration date: 2029-02-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.